Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that breakage occurred during use with bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, "during a blood test, when the nurse wanted to disassemble the blue tube of the pump body, the tube exploded and broke in half, half remained in the pump body. No consequences for the patient or the caregiver."